Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the shell was set with the handle but there was no response. In addition, the display screen was in a black state. The product was not used for patient. A new shell and handle was used to complete the case.